Event description:
Add'l info rec'd from MFR 12/19/03: the system controller was returned to the MFR and the reported problem has been confirmed. Testing of the system controller confirmed the shield in the white power lead is deteriorated. The shield caused a short in the inner conductors creating a high current draw which appears to be the cause of the pcb damage in the pbu. The complaint has been confirmed and is related to the system controller, not the pbu. The manufacturing is addressing this issue with the power cable in the system controller through its corrective and preventive action system. No further info is available. The MFR is not closing its file on this event.

Event description:
Pt noted smoke from power base unit (pbu) and batteries while at home. Pt unplugged pbu and used back-up power source. Pt came to hosp and was connected to different pbu, pt had a yellow wrench alarm then went into red battery-low voltage alarm. Changed out their controller, power cable, emergency power pack and gave them a new back-up controller.